Event description:
A physician reported that the tip of a product was found bent and could not be connected to a port during calibration. It turned a priming test failure. The surgery was performed and completed after replacing the product with another one. There was no information about patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in b.5. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received that the origin of the bent part of phaco tip was unknown.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. The unused fluidics management system (fms) cassette was visually inspected, and no obvious defects were found. Both irrigation and aspiration lures were intact. Flare shape was observed in the blue socket fitting at the aspiration tubing insertion end. The product was tested using the console with the current software per procedure. The product could be recognized, and the service data could be retrieved from the console. No system message was generated during functional testing. The product functioned within specification. The investigation conducted a non-conformance review of the reported lot number. No deviations that could have contributed to this event were identified and all corresponding production release specifications defined in the device master record were met. The root cause of the customer's complaint could not be established; the returned sample functioned per specifications. No contributing factors could be identified that could cause the customer¿s experience. No further investigative or manufacturing actions are warranted at this time due to the product meeting specifications. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.